Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2010 the patient was admitted due to the following diagnoses: status post lumbar laminectomy, l5-s1; lumbar spine instability, l4-5; spinal stenosis; spondylolisthesis; neurogenic claudication; intractable lower extremity pain. The patient underwent the following operations: decompressive laminectomies at l4-5, re-do of l5-s1 hemilaminectomy, interbody fusion l4-5, pedicle screw instrumentation l4- 5, interbody and lateral mass arthrodesis, intraoperative monitoring, somatosensory evoked potentials, and emg. Per op notes: the interspace was opened, the interspace was filled with autologous bone that had been harvested during the decompression, along with putty and rh-bmp2/acs. Then the cage of 10 x 22, was again filled with rh-bmp2/acs, autologous and putty and this was gently tapped into position, verifying the location with intraoperative fluoroscopy. After this was satisfactory, then the pedicles of l4 and l5 on the left side were exposed. On (B)(6) 2012 the patient underwent MRI of cervical spine w/o contrast due to neck and left arm pain. Impression: anterolisthesis is 2 mm at c3-c4 as well as trace at c4-c5 and c5-c6; disc degeneration is mild diffusely; prevertebral spondylosis is mild at c3-c4 through c6-c7; c3-c4 mild bilateral foraminal stenosis; c4-c5 mild left foraminal stenosis; c5-c6 small disc extrusion to the right; mild spinal cord flattening to the right with stenosis and moderate right foraminal stenosis.